Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that the display device showed a transmitter failed error on (B)(6) 2018, with transmitter ID 807e6f. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data with transmitter ID 807ln4. A probable cause was determined to be a low transmitter battery that led to a transmitter failure. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018 that the display device showed a transmitter failed error on (B)(6)2018. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018 that the display device showed a transmitter failed error on (B)(6)2018 with transmitter ID (B)(4). Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data with transmitter ID (B)(4). The reported event of a transmitter failed error was confirmed via data. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Describe event or problem ¿ correction to mw(B)(4) to replace verbiage with: dexcom was made aware on (B)(4)2018 that the display device showed a transmitter failed error on (B)(6)2018. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A probable cause could not be determined. No additional patient or event information is available.

Event description:
Dexcom was made aware on (B)(4)2018 that the display device showed a transmitter failed error on (B)(6)2018. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A probable cause could not be determined. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and passed as the transmitter has voltage. A review of the share logs was performed and a transmitter failed error was found within the investigation window. The customer allegation of a transmitter failed error was confirmed. A probable cause could not be determined. No additional patient or event information is available